Manufacturer narrative:
No unexpected off no power test, restart error test, displacement test and rewind test. Self test alarmed during pump self test and unit received with high idle current. Moisture damage on all electronic assemblies noted. Corroded motor assembly noted. Motor error alarmed during basic occlusion test due to moisture damage. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clipslot.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self test several times per day. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer can rewind the pump but then the alarm occurs again and cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.